Event description:
For follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The large needle driver was analyzed and the complaint regarding the instrument not responding to movement was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Performed bumper test, roll, up and down, left to right articulation on in-house system with no issue. The instrument was retested and passed the engagement, recognition, and intuitive motion tests on multiple attempts. The instrument was fully functional. In addition, the grip input disks were manually articulated, and the grip tips opened and closed without any issues. During visual inspection, there were no loose cables and no damage at the distal wrist. The housing was removed for inspection and found no damage. No product issue was identified.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the instrument did not respond to the movements that were requested. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional statement was received: it was confirmed that in first case the instrument was moving in another direction than the one intended. Also, in second case, it was turning in another direction than the one intended.